Event description:
It was reported that pump displayed malfunction code 16 and stopped working, with no notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level, as the caller declined to provide this information. Customer support arranged a replacement pump under warranty, confirmed shipping details, instructed customer to place malfunctioning pump in storage mode and return it using a prepaid label within 10 days, and advised customer to contact healthcare provider for backup insulin therapy while also reprogramming pump settings and reconnecting continuous glucose monitor once replacement pump was received.